Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent an MRI with the internal magnet in place. It is believed that polarity of the magnet has reversed. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's MRI was on (B)(6) 2023. The recipient underwent magnet replacement surgery on (B)(6) 2023. The recipient's magnet will reportedly not return to the company for analysis. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.